Event description:
It was reported that noise was observed on the lead. All other values were acceptable. No visible damage was observed on the x-ray; however, review of the stored egms suggested lead damage. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.